Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits mild charred detritus on surface. The outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that two fibers failed during a photoselective vaporization of the prostate (pvp) procedure. The first fiber tip broke. A second fiber was chosen to continue with the procedure; however, tissue melted onto the fiber and it was unable to be cleaned of. Therefore, a third fiber was used to complete the procedure without clinical consequences to the patient. This report is for the first fiber.

Event description:
It was reported that two fibers failed during a photo selective vaporization of the prostate (pvp) procedure. The first fiber tip broke. A second fiber was chosen to continue with the procedure; however, tissue melted onto the fiber and it was unable to be cleaned of. Therefore, a third fiber was used to complete the procedure without clinical consequences to the patient. This report is for the first fiber.